Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair were conducted to resolve the reported issue. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported there is a constant leak on the oxygen transport kit. There was no patient involvement. The remote service engineer provided the customer with part numbers to replace the o2 manifold. The customer says the ventilator is operating fine.